Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. (B)(4).

Event description:
According to the available information, malfunction - removed pump and cylinders.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan genesis pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed the detachment sites of the inlet tube of the pump and reservoir appear to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with cylinder #1, cylinder #2, or the reservoir. The limited information provided does not indicate any factors that may have contributed to the reported "malfunction". However, rough and irregular surfaces are noted on the detachment of the inlet tube of the pump and reservoir. Quality concluded that the rough and irregular surfaces associated with these detachment sites indicates that sufficient stress(s) most likely was exerted on the inlet tube to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.